Event description:
It was reported that the patient had a known driveline infection and was admitted on (B)(6) 2023 for sepsis. Blood cultures were positive for pseudomonas. During their hospital stay they experienced visual impairment. Code stroke was called and a computed tomography (CT) scan was performed that revealed a hemorrhagic occipital stroke. The patient received medical treatment and was taken off of warfarin and aspirin. No deficits were noted except for peripheral vision impairments. The patient had no history of stroke prior to their ventricular assist device (vad). The patient received intravenous antibiotics and was discharged home. They were stable at home.

Manufacturer narrative:
Related MFR numbers #2916596-2022-15272 and #2916596-2023-08366. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of stroke could not be conclusively established through this evaluation. Additionally, a specific cause for the reported events of sepsis and driveline infection could not be conclusively determined. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instruction for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket), sepsis, stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. The IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, the IFU and patient handbook provide instructions in regard to caring for and controlling infection (including exit site treatment). No further information was provided. The manufacturer is closing the file on this event.